Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to laboratory inr result. Results are as follows: date: (B)(6) 2013. Inratio2 inr: 1.4. Laboratory inr: 3.4. The inratio2 inr was testing in the morning and the laboratory inr was in the afternoon. The exact time is unk. The nurse did not want to proform any troubleshooting. The patient's therapeutic range was not provided. There was no reported adverse patient sequela. There was no add'l info provided.